Event description:
It was reported that a customer had a cracked touchscreen. There was no information indicating any adverse impact to the customer's blood glucose level. No additional actions were taken as the customer declined to speak with technical support for further assistance.